Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6)), sigphandle, sig power sigphandle handle (serial#:(B)(6)), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch procedure, when the fire button was pushed and began to staple, the surgeon heard an audible "click" or "clank." The reload fired, placing a complete staple line but would not retract the knife blade. The reload became locked on the tissue. The retraction did not open the jaws, and the reload had to be cut out. The surgeon converted to a laparoscopic gastric bypass and completed the procedure using a manual stapler. The surgical time was extended by more than 30 minutes. Pli 40- medtronic's initial evaluation of the returned product found loose motor screws, abnormalities following retraction, and difficulty during articulation.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there were loose motor screws, abnormalities following retraction, and difficulty during articulation. There were no visual abnormalities noted. Functionally, the device was able to clamp, fire, rotate, and articulate without issues. After taking apart the handle, the articulation motor was found to be loose. The motor screws for this motor had become loose, allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. Analysis of the data saved to the system indicated that the returned handle was not used to fire the returned adapter and reload. The returned adapter and reload were connected and disconnected from the handle a total of eight times. After the fourth connection, abnormalities were noted following emergency retraction. It was also noted that following the sixth connection, the user had difficulties while articulating the attached reload. It was noted that the returned adapter and reload were connected to the handle following the firing and attempts to retract the knife blade were made. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch procedure, when the fire button was pushed and began to staple, the surgeon heard an audible "click" or "clank." The reload fired, placing a complete staple line but would not retract the knife blade. The reload became locked on the tissue. The retraction did not open the jaws, and the reload had to be cut out. The surgeon converted to a laparoscopic gastric bypass and completed the procedure using a manual stapler. The surgical time was extended by more than 30 minutes. Medtronic's initial evaluation of the returned product found loose motor screws, abnormalities following retraction, and difficulty during articulation.